Event description:
It was reported that this implantable lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This implantable lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. The manufacturing process for this electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This implantable lead was explanted.